Manufacturer narrative:
Other, other text: returned device was received in used physical condition. During the evaluation of the device, a leak was detected between the pump tube and the ay bag. The original complaint was confirmed. A review of the manufacturing process for a review of the manufacturing process for p/n 21-7301-24 l/n 4013367, was conducted by quality engineer on (B)(6) 2020, in order to verify that there are no situations or practices that could create the event as described in ?complaint description? Section. The following operations were reviewed, in order to verify that the operations were properly performed, also to ensure that the operations complied with gmp?s requirements and shm procedures: ? The bag loading operation in the cassette line was reviewed; no discrepancies were found. ? The segregation practice where the burst test takes place in the magnus production line was reviewed; no discrepancies were found. An inspection to the work stations was conducted, in order to verify for sharp edges and sharp objects in the magnus production line and the cassette production line; no sharp objects were found the leak test was audited during ten (10) cycles, in order to verify that the leak test was properly performed; for each cycle five (5) units are tested. The leak test was performed according to the test method stated in the manufacturing procedure; no leakages were detected during the fifty (50) units tested. Mitigation: in magnus line, production performs a 6 psi bubble test for the detection of leakage, to a sample of ten (10) ay bags every two hours. In cassette line, production performs a 100% in-process leak test is performed during the manufacturing of the cassette assembly. In magnus line, quality takes one (1) bag in order to perform a 6 psi bubble test for the detection of leakage, at the start up, the beginning of lot and after a break of 30 min. In magnus and cassette lines, quality verifies that the leak tests are properly performed. Root cause: the customer reported: ?smj#cffj038. When filling up medical fluid into the product during a pre-use check, the customer noticed the fluid was leaking from the medication bag. No patient injury.? The most probable root cause is, that during leak test operation cassette?s that failed (leak test), were not properly segregated.

Event description:
Information was received that during pre-check of this smiths medical cadd cassette reservoirs, the customer noticed fluid leakage from the medication bag. No reported adverse effects or patient injury.